Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if the qualified viscoelastic was used. A root cause could not be determined for the iris trauma. A straight leading haptic is an acceptable positon per the directions for use (dfu) and is not a malfunction of the lens/device. The dfu instructs if the leading haptic is straight or looped and extended in front of the lens, rotate device to be bevel left before advancing plunger to ensure the leading haptic is correctly placed in the capsular bag. As the leading haptic begins to exit the nozzle tip, place the leading haptic into the capsular bag in its correct orientation, and continue to slowly advance the plunger to deliver the lens. As the optic exits the nozzle, rotate the device back to center or slightly bevel right if needed to ensure the lens unfolds anterior side up within the capsular bag.

Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. Additional information has been requested but not received. (B)(4).

Event description:
A surgeon reported that during cataract surgery with intraocular lens (iol) implant the leading haptic didn't bent over the optic but was straight forward and caused iris bleeding. Intracameral tonogen and pressurisation by bss was used. The event was reported to be resolved. Additional information has been requested but not received.